Event description:
An impella rp flex was inserted via the femoral vein to support the 62 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient was known to have an out of hospital cardiac arrest and was supported by inotropes, vasopressors, and a vent for respiratory needs. In addition to this right sided support, the patient had an impella cp running for left sided support. While on the support there was an automated impella controller (aic) alarm with the rp flex. The controller failure alarm resolved and per the nursing staff caused no effect to the hemodynamics. The aic was swapped out and replaced. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. The rp flex access site developed a hematoma during the support. The team troubleshot by application of manual pressure and gave 2 units of blood cells. Of note the patient had heparin given and anticoagulation necessary for the pump placement and support can contribute to access site bleeding. On the 2nd day of support the pump was weaned and explanted. The patient did survive.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 catalog, serial and primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H10 this is one of three related reports. This report represents the impella rp flex and other reports were submitted to represent the impella cp and the automated impella controller. Related report numbers were added. H11 the impella device was discarded, and the investigation has been completed. Investigation summary - patient-device interaction/minor bleed: the cause of the patient-device interaction problem was not determined due to insufficient clinical details.